Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that about 5 minutes after injection the patient experienced ¿bruising, dark discoloration, and some numbness¿ on the right side of the mouth and ¿blanching of the skin that goes away and returns¿ after they were injected in the upper perioral area of the lips, close to the cupid¿s bow, with juvéderm volbella® xc. Per the patient, a treating physician told them that their artery was not occluded, but it was compressed from the product. Treatment is noted as hyaluronidase. Patient reported being ¿bruised for a couple of weeks and then it resolved.¿